Event description:
Review of the patient's in-house programming history identified a likely programming anomaly sometime between (B)(6) 2012 and (B)(6) 2013 that turned the off time from 5min to 60sec unintentionally. There were no noted diagnostic tests between those dates. A final interrogation was performed on (B)(6) 2012 which confirmed the intended settings. Upon initial interrogation on (B)(6) 2013, the off time was at 60min.